Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a nighttime low blood glucose after announcing a usual meal size that was later recognized to have far fewer carbohydrates, leading to an incorrect meal announcement and improper method of use related to the device¿s user interface. Symptoms included hypoglycemia. Outcomes included the need for medication intervention, and glucose returned to range. Investigation included interviews with the user¿s caregiver and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem due to failure to follow instructions associated with incorrect procedure and meal size reporting. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.